Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized for low blood glucose levels. Customer gave himself a bolus to treat a high blood glucose, then went to sleep. Customer then awoke with a very low blood glucose reading, which his medical doctor felt was due to over compensating for his previous high blood glucose reading. Nothing further reported.